Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The used viscous fluid control (vfc) tubing set with the small part tray was returned and visually inspected. In return condition, the gray tip plunger was in the bottom of the syringe barrel. The tip of the 25 gauge cannula was connected to the syringe. The other small part tray components were not returned. Silicone oil was in the syringe barrel. A calibrated console was used to test the sample. The consoles could recognize the vfc by illuminating green on the light emitting diode (led) ring. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies were observed during this step. Pressure was stable during functional testing. The plunger in the syringe moved smoothly during operation. Additionally, all connections were found to fit securely. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the viscous fluid control pack's aspiration was weak and it was unusable during procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient.